Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
It was reported that, "in this procedure a k wire is inserted across the joint space that guides the drill bit to drill the appropriate diameter for the screw. Upon commencing of the drilling the drill bit did not advance. This resulted in a heating up and smoke was present from drill / bit. The drill bit was not drilling through the bone. The surgeon needed to use more pressure and higher speed of the drill to complete the surgery. The doctor commented that the efficiency of the drill / bit was insufficient. Drill bit not aggressive enough. Needs more aggressive cutting flutes. The hospital was charged for 2 single use drill bits for this procedure."